Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was returned with the helix fully extended. Helix was able to be extended and retracted within specifications.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.